Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Subsequently, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 140 mg/dl.